Event description:
It was reported that the patient developed an infection and the pacemaker and atrial lead were explanted. The cause of infection was not known. The patient was pacemaker dependent and the explanted device was used to pace the patient externally. The pacemaker was interrogated the following morning and was found to have reached elective replacement indicator and end-of-service alert on april 29th. However, the battery voltage and magnet rate indicated the battery was normal. Inspection of the device session records show that the device was now at end-of-service. The patient was reported to be in stable condition during and post procedure. Related manufacturer reference number: 2017865-2019-08132.

Manufacturer narrative:
Analysis was normal. No anomalies were found.